Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, based on the results from the literature, the pain experienced by the patient ¿could be attributable to the fractured liner or could be due to the marginal osseous integration of the cup and excessive anteversion.¿ the squeaking was reportedly due to the anteversion of the acetabular shell. This review documents evidence of impingement that was noted on the rim of the ceramic acetabular liners, which had a region of metallic transfer along it indicating contact against the femoral stem. This contact caused the articular surface to become dull and rough in appearance, indicating a worn ceramic surface due to edge loading, which is the likely cause for the broken liner. The impact to the patient beyond the revision cannot be concluded. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable cause for this event is likely edge loading of the device from excessive anteversion.

Event description:
It was reported that a revision surgery was performed due to a broken liner.